Event description:
The customer reported a false negative reaction of a known anti-e with anti-human globulin anti-igg solidscreen ii. The patient sample that had caused the false negative result was sent to us for quality control, but none of the supposedly defective product was returned. Our quality control laboratory retested the patient sample with our retained sample of anti-human globulin anti-igg solidscreen ii. The sample reacted correctly positive. Further testing of positive and negative controls and samples also yielded in correct results. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service confirmed that the tango optimo in question was inspected with no indication for any malfunctions.

Manufacturer narrative:
This is our initial and final report on this incident